Event description:
It was reported that the device was in use for infusion (drug type not provided). The reporter stated an occlusion alarm occurred and the infusion stopped. No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation summary: one cadd cassette was returned for evaluation. Physical inspection of the device identified that the pressure plate was destroyed, but an obstruction was detected in the bonding of the luer with the tube. Functional testing found that the water cannot flow through the bonding between the luer and the star tube. The customer stated issue was confirmed. Problem source was identified as manufacturing.